Event description:
Immobilized pt of (B)(6), weight over (B)(6), muscle disease and neurological disorder, contractures +++. Was put on autologic for preventive measures. Resident complaint for some time that the cells were too hard and persistent pain, creation of pressure ulcer wound category 4 and didn't heal. Apparently, after consultation of clinical specialist, the cells didn't alternate. The pump didn't go into alarm. In clp status the cells stayed hard instead of working pressure-distributing.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (1419652) on behalf of the MFR arjohuntleigh (B)(4), 10000381138. (B)(4). Based on the current info supplied (to be clarified), we do have a concern over the level of knowledge in the use of the product as the description of the event mentions that the pump system was in 'clp' mode when the incident occurred. Clp (constant low pressure) mode is a function of the system whereby all cells within the mattress are inflated (static surface). When the system is in clp mode. There is no alternating therapy provided. If the clp option was chosen for alternating therapy, then the pt could be at risk of developing pressure ulcers. The functions of the system are clearly described in the IFU ((B)(4)) to alert the user that while in clp mode the pressure within the cells changes every 20 mins, however the surface of the system remains static (non-alternating).